Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose level was 350 mg/dl. Reportedly, customer continued to use the existing supplies for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.